Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on two leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Additional information indicates that the malfunction was with the patient's ipg and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under manufacturing report number: 1627487-2026-00595

Event description:
Additional information indicates that the malfunction was with the patient's ipg and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under manufacturing report number: 1627487-2026-00595.